Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past couple months. The reporter denied damage to the keypad. The reported stated the pump is exposed to water in the summertime. The patient reportedly wears the pump with a clip and does not clean the pump. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow, contrast and down arrow keypad buttons were intermittently unresponsive and required several presses to elicit a response. None of the keypad buttons spring back or click normally. There was evidence of keypad contamination found under key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.